Event description:
A malfunction on the pump was reported, but there was no adverse impact on the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump and successfully did so without further issues. The customer chose to resume insulin on their own at a later time, and technical support advised them to call back if the malfunction recurred.